Event description:
Medtronic received information regarding a lumboperitoneal shunt. It was reported that from (B)(6) 2011, the patient was hospitalized and underwent surgery. The patient was implanted with tianyifu's artificial dura mater and the manufacturer's cerebrospinal fluid shunt and accessories respectively. The patient's status at the time of the report was alive-with injury as the patient had numbness in the back and shoulders, arms and fingers, and there was a failure to drain the effusion after the surgery. The patient's medical history was craniocerebral injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.